Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited premature battery depletion. The battery voltage dropped from 2.78v to 2.77v and the estimated longevity went from 4.5 years to 3.5 years after radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.